Event description:
It was reported that the pt was unable to adequately dose with baclofen and the event lead to a hospitalization. The pump and catheter were explanted. The pt recovered without sequela on (B)(6) 2010.

Manufacturer narrative:
(B)(4).